Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in fair condition. The rear housing was cracked and the screen was cracked as well. Customer's complaint of "no disposable" alarm was confirmed. No evidence found in the event log. Service replaced the downstream sensor to resolve the issue. The problem source is the downstream sensor.

Event description:
Information was received that the cadd legacy plus pump beeps when it goes into self check and will not read cassettes. No reported adverse effects.